Manufacturer narrative:
The subject device was returned to a 3rd party repair facility. An inspection report was provided by the 3rd party facility and the poor-quality image was confirmed. However, the device has not been returned to olympus for evaluation so further, confirmed details cannot be provided at this time. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye video telescope was producing an image with an abnormal color during procedure preparation. According to the initial reporter, this device did not make patient contact and had no procedural involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1, e2, e3, g2 distributor of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defective r-unit and cable unit. Olympus will continue to monitor field performance for this device.